Event description:
Reporter stated the infusion device changed the time by itself. Boluses were delivered on (B)(6) 2013 at 9:30 p.m. And (B)(6) 2013 at 3:30 a.m., but the infusion device history shows a 2 hour difference. The patient's blood glucose was 176 mg/dl at 7:00 a.m. On the morning of the report. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).